Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 53 mg/dl at the time of incident. The current blood glucose level is 90 mg/dl. The customer treated high blood glucose with food. Customer experienced symptoms such as sweating, anxiety and mental confusion. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer was not use auto mode feature. The insulin pump will not be returned for analysis.